Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2015, the patient was implanted with a sensor delivery system. The device was deployed into the left pulmonary artery. It was reported the patient's sensor had migrated once the catheter was removed. Troubleshooting to reposition the sensor to the exact location was unsuccessful. Regardless, a strong signal was able to be obtained and the procedure was successfully completed. Days after the procedure, the patient was unable to obtain a satisfactory signal. As a result, the patient underwent troubleshooting again and the sensor was found to have migrated to the right pulmonary artery. A proper signal was able to be obtained after troublshooting was completed.